Event description:
Patient had significant vessel tortuosity. Using a 1.5mm burr for rotational artherectomy at 175,000 rpms the burr cut the rotafloppy wire. The fragment was unable to be retrieved and 3cm of retrained rotafloppy wire was stent up against the wall of the vessel (distal lad). Repeat angiogram did not show any obstruction at the site. Md believed patient anatomy contributed to the breakage of the wire.